Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed some errors regarding the power inverter. (Point) the fse confirmed that the point was defective and needed to be replaced. The quotation was not accepted, and service was canceled by the customer. Therefore, no corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.